Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to out-of-range lead impedance of greater than 2000 ohms and no atrial capture. Also, the lead fracture was not seen on fluoroscopy. A new lead was implanted. No additional adverse patient effects were reported.